Event description:
It has been reported that following a transvaginal sling procedure, the pt complained of infection and pain. The device was removed in 1998. The device was not returned for evaluation.